Event description:
It was reported to MFR that the vns pt was experiencing a coughing fit every day at about 2 pm during which the pt also experienced cyanosis. The pt's caregiver stated that the coughing started in january 09. The pt's device settings when the event was occurring were 2.75 ma/30 hz/250 usec/30 sec on/3 min off. The pt was seen by the treating physician for a follow up appointment. At the appointment, the settings were decreased to 1.25 ma/30 hz/250 usec/30 sec on/3 min off with magnet setting of 1.5 ma/250 usec/60 sec on. These settings were changed about 10 minutes prior to the expected time that the event occurs. No adverse events were experienced at the lower settings. As a test, the magnet output current was increased to 2.5 ma. The magnet was swiped across the generator site to initiate magnet mode stimulation, and the pt experienced the adverse events. At that time, the physician lowered the magnet current back to 1.5 ma and the adverse event resolved. Diagnostic tests were performed revealing normal device function. The pt left the office with the previously stated device settings and the pt was tolerating stimulation well. The pt has not been seen for a follow up appointment since the settings were decreased.